Manufacturer narrative:
The device has not been returned to the manufacturer, so we are unable to complete an evaluation. If provided, we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, there was an iab rupture that occurred while the patient was in the or with a blood back run. There was no reported injury to the patient. The date of the event is unknown.